Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms and high blood glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The customer's most current level was 410mg/dl. The customer had not treated the high yet. Troubleshoot was conducted. The device was found to have passed testing and functioning as designed. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised to follow up with their healthcare provider regarding unexplained highs.